Event description:
It was reported by the director of ees regulatory the following info was obtained from the minutes of the general and plastic surgery devices panel on wednesday june 16, 1999. The advisory panel covered an investigational study with the intuitive company's intuitive surgical endoscopic instrument control system. It was reported the harmonic scalpel was used during a laparoscopic nissen fundoplication procedure between july 1998 and october 1998. It was reported the device was used during an investigational study on pt (the pt was in the control group). It was reported there was an unrecognized injury to the stomach during the procedure which was thought to be related to the harmonic scalpel device. This injury was found 24 hours post-operatively. The pt had a gastric perforation followed by multiple reoperations and eventually developed ards. The pt expired on the 83rd post-operative day.